Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increase complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side of "having discomfort," "one stays high up and the other goes down," "shape is more ore round, off to the side and higher." This record will be for the left side. In addition patient reported "rupture" and concern with the product . Device has been explanted.